Event description:
It was reported that the green cable connector cabling has burn marks and the connector is about to fall off of the cabling. No patient involvement occurred. One device to be returned.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the green cable was broken at the lemo connector per the customer complaint. To correct this issue the site replaced the green cable. The port shaft was bent and to correct this the site replaced the port shaft and coil pin. After servicing, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.